Event description:
It was reported that during a total knee arthroplasty procedure in 2009, surgeon implanted the wrong size tibial bearing, and had to revise the component to the correct size. Surgeon reported that he felt the labeling was confusing. The hospital relayed that they discarded the revised bearing. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the us. No medwatch report was received. No user facility info is available. No further complications have been reported. Conclusion code: biomet investigation into item labeling, found label to be clear and adequate. No charges are warranted. This report filed on october 15, 2009.